Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device found device functions as intended.

Event description:
It was reported patient underwent an ulnar collateral ligament procedure on (B)(6) 2013. During the procedure, the sleeve was sticking to the handle and bent the shaft. The second juggerknot caused a breakdown of the cortical wall. As a result, another juggerknot was drilled into another hole to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04315 / 04316).